Manufacturer narrative:
The device has not been repaired at this time.

Event description:
It was reported that the stair chair tread/ track would not engage due to a broken track belt and a worn track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results.

Event description:
It was reported that the stair chair tread/ track would not engage due to a broken track belt and a worn track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.